Event description:
It was reported that the customer was having problems with unresponsive buttons. The blood glucose reading was 153mg/dl. Troubleshooting was performed and the minutes did not change. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received in with no button response due to an improperly plugged in connector. Unable to perform the displacement test due to the keypad anomaly. A scratched display window, cracked display window corners, reservoir tube lip and broken belt clip slot noted. No frozen screen or time clock anomaly observed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.